Manufacturer narrative:
(B)(4). The product was not returned for investigation. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that a 30cc fiberoptix, iab-05830-lws was in place on the patient in the left axillary site, it ruptured on 6/12. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury, the patient status is reported as "alert/oriented without complaints or neurological deficits". See associated MDR #3010532612-2023-00378.

Event description:
It was reported that a 30cc fiberoptix, iab-05830-lws was in place on the patient in the left axillary site, it ruptured on 6/12. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury, the patient status is reported as "alert/oriented without complaints or neurological deficits". See associated MDR #3010532612-2023-00378.

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.